Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) declared elective replacement indicators in december 2005. There was an allegation that the device did not beep to alert the patient.